Manufacturer narrative:
The initial MDR was inadvertently sent with the MDR# 3005580113-2019-00296 in section g9 instead of f2. This follow up #1 is being sent as a correction.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2010. The patient alleges to have been injured without further explanation.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2010. The patient alleges to have been injured without further explanation.